Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a fully clip deployed device and the clip was not returned. The device was in the access port activated and retracted state as reported. All external observations of the device handle, fully slit sheath and fully clip deployed delivery tubeset were normal for a clip deployed access port retracted device. The vessel locator was in a retracted condition and presented three damaged vessel locator wings; each wing was bent and 1 wing was broken. All broken wing material was returned and all wing attachment points were secure. There were no unusual observations noted during internal component inspection. A possible, though unconfirmed, root cause for the damaged wing condition may be related to the operational context in the use of the device, either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tubeset through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However there was no reported vessel calcification, scarring or tortuosity. Based on the investigation findings, there was no manufacturing or quality issue with the device and the root cause for the complaint is related to the operational context in which the device was used. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. When the device was removed, the device clip was noted to be deployed in the intended location in the vessel. The clip achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.